Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that low blood glucose often snuck up to the customer due to activities at work. Customer had to go to the emergency room due to kinked tubing. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer will not be returning the device for analysis.